Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent sling implantation to treat cystocele, rectocele, stress urinary incontinence and vaginal prolapse. It was reported that after first implant approximately in (B)(6) 2012 the patient experienced abdominal pain, vaginal odor, urinary disturbances and recurrent pelvic organ prolapse. It was reported that symptoms have improved after second implant surgery in 2011. Patient is uncertain if any of the original mesh was removed. (B)(4). Vaginal odor. Urinary disturbances. Prolapse. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00120, medwatch 2210968-2013-00121 and medwatch 2210968-2013-00122. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation concurrent with rectocele and cystocele repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.